Event description:
Locking screws, implanted with a plate in the pt in 2003, backed out. In 7/2003, a second surgery was performed to re-tighten the screws. X-ray taken in 11/2003 noted 2 screws had backed out and fractured. Removed from the pt the following day.